Event description:
An surgeon tried to insert screws into the plates, a ring broke in each plate. Surgeon was able to remove and replace the plates. Pt outcome: no adverse event reported as a result of this reported event.

Manufacturer narrative:
Additional part info; catalog# 14-521114, lot# 13535j, mfg date: 09/2008. Catalog# 14-521616, lot# 598170, mfg date: 11/2008.